Manufacturer narrative:
No patient contact reported. Device evaluation: visual inspection/product testing could not be performed as the product was discarded by the customer. The reported complaint could not be verified. Manufacturing record review: a manufacturing record review was performed and the review identified no non-conformance reports associated with the production order. The product was manufactured and released according to specifications. A search on complaints revealed that no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the preloaded delivery system, model pcb00 cartridge split into two when the intraocular lens (iol) was advanced in the injector. There was no patient contact and the product was discarded by the customer. It was reported that the split happened at the cartridge tip. No further information was provided.